Manufacturer narrative:
Additional information was received that the clik anchor involved is: model #: sc-4318, lot #: 18367056, description: clik x anchor sc-1132/148252: residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation sc-2218-50/1036862, 3075722: the leads were cut. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-4318/18367056: clik x anchors revealed no anomalies. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection due to unhealed incision at ipg site. A symptom of redness was noted. The physician believed that the infection was not device related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 183670561 description: clik x anchor

Event description:
A report was received that the patient had an infection due to unhealed incision at ipg site. A symptom of redness was noted. The physician believed that the infection was not device related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.